Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve leak issue occurred. The flush port was leaking on the carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The sheath was replaced. The issue resolved and the procedure continued. Additional information was received. The hemostatic valve was leaking. Did not see a dislodgment. It never went into the body. The event was assessed as MDR reportable for a hemostatic valve leak issue.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initially it was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a MDR reportable hemostatic valve leak issue occurred. Then the biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 17-feb-2023, the three-way stopcock was observed partially torn from the device hose. Therefore, the returned condition was also assessed as MDR reportable for a side port broken issue. The awareness date for this reportable lab finding was 17-feb-2023. The investigation was completed on 17-feb-2023. The product was returned to biosense webster (bwi) for evaluation. Visual inspection and irrigation test of the returned device were performed following bwi procedures. Visual analysis revealed that the three-way stopcock was partially torn from the device hose; this could be related to excessive force while manipulating; however, it could not be conclusively determined. The hemostatic valve was found in good condition. Irrigation test was performed manually, and no water leakage from the hemostatic valve was detected. Device history record evaluation was performed for the finished device, and no internal actions related to the reported complaint condition were identified. The issue reported by the customer could not be confirmed during the investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: no device problem found (c19)/ investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported ¿hemostatic valve leak¿ issue. -investigation findings: fracture problem (c070603) / investigation conclusions: cause not established (d15) / component code: g04069 were selected as related to the biosense webster inc. Analysis finding of the ¿side port broken¿ issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation 10-feb-2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).